Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Unit passed displacement test properly. Unit received with broken battery tube threads, cracked case(battery tube), cracked retainer and peeling keypad overlay.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.